Event description:
It was reported stated that during the patient¿s stage 2 implant the day prior to report, the healthcare provider "cut the wrong end of the lead." It was stated that instead of cutting the extension cable, they cut the internal lead. At the time of report, a new lead had not been implanted. It was noted the explant of the cut lead and permanent implant of a new lead was scheduled for another day. It was later reported the surgery was on (B)(6) 2013.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
Additional information received reported that the lead explant and permanent implant was scheduled for (B)(6) 2013. Eight days later it was reported that the lead was removed in its entirety and disposed. The patient was doing well post-operatively and her device was programmed and she went home.